Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to pt injury previously. Device issue: loose stent. It was reported that the stent appeared to not be crimped securely on the balloon during prep. The device was not used in the pt. No additional event or pt info is available.